Event description:
It was reported that an ilet pump displayed ¿connect cgm or enter bg, dosing stops soon¿ after the user did not have a dexcom g7 sensor available; the pump continued dosing based on the last cgm value until the dosing-stop timer, and the user lacked a working glucometer to enter a fingerstick bg, later obtaining and pairing a new sensor that showed bg 329 mg/dl before returning to range. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize the impact of the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the reported issue related to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.